Manufacturer narrative:
Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
An article titled 'clinical outcomes of implantable collamer lenses for the treatment of myopia in eyes with anterior chamber depth (<3.0) at a single center in the united states'. One case of lens explant due to narrow angle. Twenty-six other cases of lens removal/replacement. Cause of the event was not reported.

Manufacturer narrative:
Corrected data: b5 - an article titled 'clinical outcomes of implantable collamer lenses for the treatment of myopia in eyes with anterior chamber depth (<3.0) at a single center in the united states'. Indicated that post-operatively it was reported that "of the 231 eyes with acd < 3.0 mm, 0.4% (1/231) required intraocular surgical intervention in the postoperative period or were clinically judged to have a vault requiring an exchange compared to 3.7% (26/712) of eyes with acd 3.0 mm" and "for the one eye in the shallower acd group that required explantation, postoperative vault was 848 but the narrowing of the angle was judged to be too shallow to safely allow the icl to remain in place despite using the 12.1 size, so it was explanted without difficulty or subsequent complications. H6 - health effect clinical code: 4581 - significant reduction of irido-corneal angles. Claim#: (B)(4).